Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient returned for a follow up. The CT revealed that there was a type iii separation endoleak between the endurant 10x10x82 and endurant 16x10x82 iliac stent graft limbs, resulting in aneurysm enlargement. The physician elected to implant an endurant 16x10x156 bridging the separated stent graft. The type iii separation endoleak was resolved. Per the physician the cause of the event was due to patient anatomy of severe tortuosity in the iliac limbs. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.